Event description:
The customer reported via phone call that they experienced high blood glucose readings of 400 mg/dl in the evening and bedtime. The customer's current blood glucose readings were 300 mg/dl. Troubleshooting for the high blood glucose readings was declined. The customer was not hospitalized. The issues with the high blood glucose readings began four days ago. The insulin pump received the no delivery during the hp test. The customer was advised to change the entire set, reservoir, and insulin. The customer was also advised to treat according to their health care professionals instructions. It was also stated that the customer had a broken belt-clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.